Event description:
Reporter indicated, a vns lead appeared to be defective during an initial vns implant surgery. The suspect lead was not used and another lead was used for the surgery. All attempts to the reporter for additional info and all attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.